Manufacturer narrative:
(B)(4). Batch # r57k45. Investigation summary: the analysis results that one psee60a device was returned with no visual non-conformances and without a cartridge reload present. In addition a cartridge pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Were receive packaged, tyvek and blister a manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a lobectomy, psee60a, gst60g, the first reload, it fired fine, the tech got it back, the tech popped the reload out and left the metal reload in the device, she left the shroud in the device and a new reload was unable to be replaced in the device. Case completed with another device of the same product code. There were no patient consequences reported.